Event description:
A physician reported that stain was found at the micro sleeve during surgery. The surgery was performed and completed after replacing the product with another one. Additional information requested and received that the patient did not have health hazards and no foreign material was observed in the eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. The customer did not retain the product lot information for this consumable procedure pack, therefore the device history records traceable to the reported procedure pack could not be reviewed. One opened sleeve in a small part tray was received without a sleeve pak pouch or small part tray label. It was visually inspected and confirmed that black stain-like foreign material was adhered on the port inside and outside. The sample was sent to the particle lab for further evaluation. Microscopic examination showed a dark material on the sleeve. The dark material was isolated and analyzed and elements were found. These elements along with the visual characteristics suggest the dark material is stainless steel. The root cause of the customer's complaint of a stain on the sleeve is related to an error caused during the suppliers manufacturing process. The supplier has been notified of this complaint and will take appropriate actions as necessary. All lots are verified that all required inspections have been performed and all acceptance criteria are met prior to release. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).